Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Manufacturer's first level investigation unit received letter regarding an ongoing issue with leaking cannulas of a patient. Received also 4 used cannulas without providing the lot of the used cannulas. Patient states that cannulas are leaking when giving a bolus but no leakage is observed when delivering basal rate. No further information. No adverse event alleged. A request was made that the devices be forwarded for investigation.